Manufacturer narrative:
(B)(4). The device involved in this incident has been returned to baxter. A follow up report will be submitted when the evaluation is complete.

Event description:
The facility representative reported a pump that was observed putting out more fluid than programmed. The reporter also indicated that the pca button does not follow the delay time. The reporter is unable to provide information if this incident occurred during patient use. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. The device was sent to baxter for repair and/or refurbishment.